Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should relevant additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. This report of use error - breach in aseptic technique is confirmed since the consumer reported there was use error - breach in aseptic technique, further described as the patient made mistake / touch contamination. However, it is unknown why the patient had a breach in aseptic technique.

Event description:
This is a spontaneous report by a consumer in the USA of patient made mistake/touch contamination and peritonitis in a patient coincident with dianeal pd4 ultrabag therapies. On an unreported date, the patient began treatment with dianeal pd4 ultrabag therapies (doses, frequencies, and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). The action taken with the dianeal therapy was not reported. During a call with baxter customer services, the following was reported. On an unreported date, the patient made mistake / touch contamination, which caused peritonitis on (B)(6) 2012. On that same day, the patient was hospitalized for peritonitis. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The patient is recovering from this peritonitis event. The nurse was contacted, but declined to provide any information.